Manufacturer narrative:
B5: information added.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. Following tee measurements and fluoroscopic contrast injection of the laa, a 31mm watchman flx pro delivery system and closure device (wds) was selected. Prior to insertion, the wds was inspected under fluoroscopy as it was advanced into the watchman access system (was) to confirm that the core wire was fully seated within the threaded insert. The first two wds deployments resulted in a mitral shoulder, a third wds deployment was performed, and a few seconds after deployment, fluoroscopy demonstrated detachment of the core wire, which had retracted several centimeters proximally within the was while the was remained positioned over the threaded insert. A contrast injection demonstrated an optimal device position. A complete tee assessment, including 3d imaging, was performed and demonstrated satisfactory positioning, compression, and seal. Despite the inability to perform the tug test of the release criteria, all remaining release elements were met, and both the implanting physician and the imaging cardiologist agreed the closure device could be safely released. The patient remained stable and the procedure was concluded. The patient was admitted overnight for observation. It was further reported the patient was discharged the following day post index procedure after their transthoracic echocardiogram (tte), and the patient is doing well with no issues.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. Following tee measurements and fluoroscopic contrast injection of the laa, a 31mm watchman flx pro delivery system and closure device (wds) was selected. Prior to insertion, the wds was inspected under fluoroscopy as it was advanced into the watchman access system (was) to confirm that the core wire was fully seated within the threaded insert. The first two wds deployments resulted in a mitral shoulder, a third wds deployment was performed, and a few seconds after deployment, fluoroscopy demonstrated detachment of the core wire, which had retracted several centimeters proximally within the was while the was remained positioned over the threaded insert. A contrast injection demonstrated an optimal device position. A complete tee assessment, including 3d imaging, was performed and demonstrated satisfactory positioning, compression, and seal. Despite the inability to perform the tug test of the release criteria, all remaining release elements were met, and both the implanting physician and the imaging cardiologist agreed the closure device could be safely released. The patient remained stable and the procedure was concluded. The patient was admitted overnight for observation.